Event description:
It was reported that the patient with diabetes (pwd) went to the bathroom and found that the cleo infusion set had pulled out of the skin and the cannula was kinked. The pwd denied a ugv and stated they likely caught the issue quickly. The event occurred while in use with the patient, and no patient injury was reported.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformance's during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.